Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the black sheath was noted to be detached inside the patient and was retrieved as foreign body. It is unknown on how the detached piece was retrieved. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of rx tunnel detachment. Block h10: investigation results a visual examination of the returned complaint device found that the rx tunnel was detached and was not returned with the device, thereby confirmimg the reported event. The balloon was carefully inspected and no damage was found. The catheter was noted to be kinked. Dimensional examination was performed to the outer diameter (od) of the catheter, and was measured in three sections; distal, medium and proximal. The three sections were within specification. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. H11: correction: h7 (if remedial act init, type) and h9 (correction/removal reporting#) were corrected.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the black sheath was noted to be detached inside the patient and was retrieved as foreign body. It is unknown on how the detached piece was retrieved. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.